Event description:
A trilogy ev300 ventilator was returned to the manufacturer for service. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device alarmed for an error code e-206 which occurs when the ventilator turns off and the power fail alarm is annunciated via audio and visual alarms. This indicates the last battery, including the external direct current battery, is depleted and alternating current is not connected. The device's printed circuit board assembly requires replacement to address the issue. In addition, the device also failed testing for the active exhalation control module resulting in a failure to calibrate. The 3-way solenoid and proportional valves require replacement to address this issue. Repair of the device is pending at this time. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.